Manufacturer narrative:
(B)(4). Date sent: 10/6/2022 date of event: only event year known: 2022. Photo analysis: the photos were reviewed by a medical safety officer. As per medical safety officer: "both images demonstrate a discontinuous device". A hands-on analysis is necessary to determine the cause of failure. Lot 11173 was an affected lot of the 2018 linx recall. A manufacturing record evaluation was performed for the finished device batch number 11173 , and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send photo/x-ray to productcomplaint1@its.jnj.com what is the product code? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = date of implant: (B)(6) 2017, lot# 11173, model# lxmc14, serial # (B)(4), gender: female, dob 07/11/1956. Bmi: 32.3-35.3. This one is unclear, her pre-op h&p has her bmi at 32.3, but it was about 6 months before surgery. Closer to her surgery I found both 35.3 and 33.9 in other office notes. When she was seen in our office in 2022 her bmi was 36.1. General health: hypertension, hypothyroid, osteoarthritis (on chronic pain medication), anxiety, depression. Was being seen for colonoscopy due to + cologuard testing. Allergies: erythromycin base, moderate nausea, bactrim, moderate nausea, augmentin, moderate vomiting, metronidazole, moderate nausea, trimethoprim, moderate nausea, sulfamethizole, moderate nausea, dr. (B)(6) implanted the device (no longer at the institution) but dr. Agaba will be managing the patient and subsequent removal if that is the decision. The patient was being scheduled to come in and discuss the options with dr. Agaba in the near future. The coordinator will keep us in the loop. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during pre-op evaluations prior to a colonoscopy it was found in an x-ray that the patients linx device is detached. Patient is not presenting any issues or problems due to the detached device.